Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tricuspid regurgitation (tr) could not be conclusively determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_946 - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with severe, mixed tricuspid regurgitation (tr) grade 4, with myxomatous anatomy, annular dilatation, 2 posterior leaflets and probable cleft in the septal leaflet. Two triclips were successfully delivered and deployed reducing the tr to grade 3. On 07march2024, recurrent tr was noted. Per physician, the event was not serious. There was no unplanned hospitalization due to this event, and no medical intervention. The event resolved in august of 2024.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.